Event description:
IV was placed easily, went to flush and blood and saline pooled from IV catheter. The catheter had a hole in it near the hub. It was a standard IV placement with no threading issues. The catheter was just faulty. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter). Sent in sample on 7/6.